Manufacturer narrative:
Without a device serial number, the manufacturing date cannot be determined.

Event description:
It was reported during an implantable device implant, difficulty pacing at 100 bpm (beats per minute) in the atrium occurred and threshold went up. During atrial threshold testing, the paced bpm (beats per minute) and the actual bpm were different; the paced rate did not match the rate on the screen. The analyzer was replaced with a legacy programmer/analyzer. No patient complications have been reported as a result of this event. The mobile programmer application remains in use.

Manufacturer narrative:
Further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.